Manufacturer narrative:
Correction : device available for eval?, device return to manuf .?, device eval by manufacturer?, if other specify. Additional information: returned to manufacturer on, imdrf annex b grids and manufacturer narrative. Omit: a1301 - failure to read input signal (1581), g0204002 - keyboard/keypad, b17 - device not returned, c0601 - degradation problem identified, d01 - cause traced to device design h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had pcu keypad recall - aug 2020. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the device had pcu keypad recall - aug 2020. There was no patient involvement.